Manufacturer narrative:
To date, no product has been returned with the compliant for investigation; therefore, the condition of the device stands as unknown and both visual and dimensional evaluations are still not possible to be performed. Review of the compatibility matrix identified and found that all the components are compatible. A product history search identified no other complaints for the part and lot combination of the femoral component. Medical records were received for review. Primary operative (op) notes confirmed the patient underwent left total knee arthroplasty due to severe medial compartment degenerative arthritis. Revision op-notes confirm that the patient underwent revision due to loosening of tibial component. It was stated that during the surgery it was found that the tibial component was loose and had debonded from the underlying cement mantle. Osteolysis was noted along the posterior femoral condyles. The tibial and femoral component was replaced. Patient was in stable condition post-op. A definitive root cause remains undetermined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00595005701, nexgen mis stemmed tibial component, lot #61090797. Device history records were reviewed with no deviations/ anomalies identified. These devices are used for treatment. Only revision surgical notes were received; revision notes state radiographs demonstrated signs of aseptic tibial loosening. Revision intraoperative findings state the femoral component was well-fixed and removed without difficulty; osteolysis was noted along posterior condyles. The tibial component was grossly loose from the underlying cement mantle. Per the femoral component package insert, pain as well as fracture/damage of the prosthetic knee components or surrounding tissues are known adverse effects. Regarding the mis tibial component, zimmer implemented a corrective action in april 2010 regarding the use of the mis tibia. A field action was conducted on april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted without a drop-down stem extension prior to the field action. For the femoral component, a definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain.